Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke in half and came apart on the vasoview hemopro 2. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. (B)(4).